Event description:
It was reported that the unit was sent to them for repair because the blue connection plug was defective. It was not noted if the issue occurred during a procedure. No pt consequence reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The equipment was returned to the international service center. Based on the inquiry info received visual and functional examination, the complaint was confirmed. The holster had the following components replaced: physical damaged upper case, fastening material, rotational cable, and translational cable replaced. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.